Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer tested out of specification as it was identified that the analyzer failed the final test and needed to be replaced. It was also determined at analysis that the battery voltage was low. The analyzer was decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.